Event description:
It was reported that during an in-clinic follow-up, far field r wave oversensing was noted on the right atrial (ra) channel. X-ray imaging was performed which confirmed the ra lead was dislodged. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.